Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the perforation and resulting pericardial effusion cannot be confirmed; however, procedural factors (guidewire manipulation) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, crossing the aortic annulus was difficult and required multiple catheters while using the same 0.035 straight tip guide wire. The wire eventually crossed the annulus with an al 0.75 catheter. Following the deployment of a 23mm sapien xt valve the patient developed pulseless electrical activity (pea). CPR was started. A tte was showed a large pericardial effusion. A pericardiocentesis was performed and an estimated 70cc of non bright red blood was drawn off the pericardial space. CPR was halted and the patient had a bp of 200mmhg a tee probe was inserted which showed the pericardial effusion had resolved. An aortic root angiogram showed no evidence of annular rupture and the tee showed good contraction of the lv. The patient remained intubated, and hemodynamically stable. The cardiologist believed that either the straight tip wire perforated the lv while trying to cross the aortic valve or the 0.035 amplatz extra stiff wire perforated the lv at the apex.